Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), false negative results were obtained on 2 bottles for the same patient. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: device return to manuf .? Yes device eval by manufacturer? Yes returned to manufacturer on: 4/16/2024. H.6 investigation summary catalog 442021 batch no. 3298328. Customer reported a false negative result. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention/returned samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), false negative results were obtained on 2 bottles for the same patient. No patient impact reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact.